Event description:
According to the information received, poor cutting function, cutting function was questionable, current function was questionable. Cervix was severed primarily by pulling on the loop. The procedure was not completed successfully. Additional information, cutting function was questionable, current function was questionable. Cervix was severed primarily by pulling on the loop.hf setting: lash program. Max 130 watts, softcut - smooth cutting. Procedure was not completed successfully with less than 15 mins delay.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).